Manufacturer narrative:
The actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly.

Event description:
It was reported that pre-surgery it was observed that the cord of the foot control device had either melted or had been torn. It was not reported if there was a delay in a scheduled surgical procedure, but a spare device was available for use. There were no patient or user injuries reported. It was reported there was no medical intervention or prolonged hospitalization. The exact date of the event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and the reported condition of the cord being torn was confirmed. An assessment was performed on the device which found that the cord was torn exposing the shielding. It was determined that this condition was due to mishandling of the device by allowing the cord to come in contact with a sharp object which punctured the cord or exerting extreme force on the cord during cleaning or use. The assignable root cause was determined to be due to misuse, abuse and/or error. If additional information should become available, a supplemental medwatch report will be submitted accordingly.